Event description:
It was reported to boston scientific corporation that during a post-operative exam two weeks after an anterior pelvic floor repair procedure in 2008, using the pinnacle pfr kit, the physician noticed a 1x2 cm mesh exposure in the incision line, and necrotic tissue. The physician excised the necrotic tissue. The patient's condition four weeks after the necrotic tissue removal was reportedly "normal," and she has had no further issues.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.